Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the plate were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. We received eight (8) screws where we could not define which screw does not match the exact label. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding the material analysis, strength and structural stability. The plate was manufactured in october 2012, 12 pieces according to our specifications. The investigation has shown that the threads are worn. Unfortunately we are not able to determine the exact cause which has led to this occurrence. The screws show different damages such as worn threads on the shaft and on the head tread. Two (2) screw heads were broken off.

Event description:
A hospital in (B)(6)reported a patient was injured on (B)(6) 2013. The surgeon used va-tcp standard, 3 holes, left, to fix the distal radius bone. When the surgeon checked the x-ray from (B)(6), he identified a screw was in the wrong location and was possibly broken while another screw was broken. The screws were noted broken on (B)(6) and all implants were removed on 8th april and the fracture re-fixed by dvr. This report is #2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
Date of event was added in the initial in error. It is unknown when the incident took place. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device is used for treatment, not diagnosis expiration date determined during DHR review. DHR was reviewed with no complaint related anomalies noted.